Event description:
It was reported that the patient received an elective replacement indicator (eri). The patient was implanted on (B)(6) 2013. It was stated that the patient was at 8.4 volts. The patient was to meet with his managing physician (hcp) on (B)(6). It was also stated that the patient's hcp did not want to see him and that "no one showed him how to use the device." It was stated that the eri message was first seen 3 days ago. The caller stated he was not adequately trained on the device. It was also stated that the patient had good coverage and felt stimulation from his feet to mid-back. There was no known falls or trauma. It was stated that the patient had an appointment with the manufacturer representative on (B)(6) 2013. It was also reported that the patient saw a "call your doctor" icon on the patient programmer and is upset that the device only lasted 29 days. It was reported 3 days later that the eri message was confirmed. It was stated that the patient used stimulation approximately 6 hours a day. Patient services stated that the battery depletion appeared normal if the patient was using the device 24 hours a day. If the patient was in fact only using the device 6 hours a day, the expected longevity would be eri at 8 months and end of service (eos) at 11 months. The manufacturer representative reprogrammed the patient to 10.5 volts (up from 8.5 volts), pulse width of 300 hertz (down from 450 hertz), and a rate of 40 microseconds (down from 60 microseconds). The manufacturer representative was to discuss the possibility of replacing the device with a rechargeable device. Additional information received reported that the patient had been referred for a replacement.

Event description:
Additional information received reported that the patient¿s battery had been replaced and the patient was happy. It was said to be normal battery depletion. It was noted that the depletion was faster than expected due to the higher voltages used after implant.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information received reported that the replacement was in the process of being scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information found reported that the patient received a "stimulation not be available soon" message on their patient programmer. Additional information found also reported that the patient could not feel stimulation at the lower levels and that "it only works" at 8.4 volts or 8.5 volts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a permanent one which did not need charging for some time and within 3 weeks the patient "had to turn it as high it could to feel". It was noted that the ins had to be taken out 3 weeks later because it was dead or something was wrong because the patient had to turn it all the way up to feel it.